Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during performance verification testing the battery fails the test. The customer reported there was no patient involvement.